Manufacturer narrative:
Since the architecture of the intellifill IV. Device permits us to maintain a data warehouse of doses prepared on any intellifill i.v. Device, we are able to discern that the customer has never demonstrated intent to fill syringes containing lidocaine with epinephrine but has regularly filled syringes with lidocaine, apparently for intravenous use, because that data warehouse contains hipaa de-identified data only, we are unable to discern what patient or patients might have been affected. Upon completion and review of the health hazard evaluation, the risk analysis for the intellifill i.v. And the customer complaint system there has been no reported similar incidents with the intellifill i.v. Therefore, the determination was made that this incident was an isolated event. Root cause: the intellifill i.v. Operated as designed. The user filled syringes using a bag containing lidocaine and epinephrine, subsequently labeling the syringes as containing lidocaine only. Three (3) attempts were made to contact the customer via telephone and one (1) attempt was made to contact the customer in the form of a written letter via the united states post office. On (B)(4) 2013 baxter healthcare corporation received an email from the customer responding to our written request for more information. The email stated "although the medication was prepared using the intellifill, the error was a human error with incorrect product selection. The intellifill was not involved in any way. There was no patient injury."

Event description:
Intellifill i.v. Is an automated syringe filling device that is placed in a hospital pharmacy environment to produce sterile filled syringes. The hospital pharmacy that own the intellifill i.v. Is responsible for the operation and maintenance of the device. On friday, (B)(6) 2013, the customer, (B)(6), contacted our technical support team to ask for assistance in developing an alternative method for preparing a lidocaine reservoir bag. The reason for the request was because the customer stated that they had an incident occur earlier in the week where a bag contain lidocaine with epinephrine was prepared, then transferred to intellifill i.v. For syringe filling when they intended to fill syringes containing only lidocaine. As a result of this error, at least one patient suffered an adverse reaction requiring intervention. We have made numerous requests both verbal and written to obtain more information from the customer.